Manufacturer narrative:
This report is submitted on december 06, 2021.

Event description:
Per the clinic, it was reported that an open circuit was noted on electrode 5 and the electrode array was found to be folded over in the cochlea, resulting in the decision to explant the device. The device was explanted on (B)(6) 2021 and patient was re-implanted with another cochlear device (specific date not reported).

Manufacturer narrative:
Device analysis report attached. This report is submitted on january 21, 2022.